Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing diabetic ketoacidosis (dka), a heart attack, and an elevated blood glucose (bg) level above 600 (mg/dl). Reportedly, it was unclear whether the heart attack caused the dka or the dka cause the heart attack. A 16 unit insulin injection was delivered prior to hospitalization to address bg level. While hospitalized, the customer was treated with intravenous insulin. System check with tandem technical support indicated the pump was performing as expected. The customer was still hospitalized at the time the event was reported.